Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system was not booting up correctly. No harm to the patient or user was reported. A philips field service engineer (fse) replaced the host computer, replaced the hard disk drive and restored the ghost imaging which restored the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting up. Review of the system log files didn¿t confirm the malfunction related to host pc. Upon functional testing, fse found that cmos battery voltage was low and replaced the cmos battery, but the issue persisted. Upon further testing, the fse determined that there was no hdd activity present and all the leds on back of the pc were off, which confirmed that the host-pc was defective. To resolve the issue, the fse replaced the host pc and hard disk drive, reloaded the software, and restored the ghost image. After replacement and necessary installation and configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.